Manufacturer narrative:
The customer¿s report of a vertical split at the pumping segment which introduced air into the line was not confirmed. No anomalies were observed during visual inspection. Functional and pressure testing was performed and found no leaks at the pumping segment or in other areas of the set. The cause of the reported event was not identified.

Manufacturer narrative:
Omit date of event, on follow up 1. The event date is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a large mixture of air and fluid in the tubing while infusing cleocin, with numerous air in line alarms. The nurse noted that when the cleocin reached the top part of the silicone segment, there was a vertical split in the tubing which caused the air and fluid mixture. The nurse replaced the tubing and had some difficulty priming the second tubing, with bubbles in the silicone segment as well, but the nurse was able to remove the air in the second tubing and the infusion proceeded as planned.